Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was floating. The surgeon was unable to control the movement of the instrument. Use of the instrument was discontinued, and it was replaced with a backup instrument. The procedure was completed with no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the site name/contact was unable to be identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field h4 device manufacture date is not available. Fields g5 and g7 are not applicable.